Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial appendage (laa) closure procedure, a pericardial effusion occurred. A fast cath transseptal introducer and brk transseptal needle were used to perform a transseptal puncture; however, before the needle was deployed, the introducer advanced through a patent foramen ovale (pfo). A few minutes later, the patient became hypotensive and a transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. Closure of the laa was aborted and the patient was transferred to the ICU in stable condition. The next morning, the patient remained in stable condition. There were no performance issues with any sjm device.